Manufacturer narrative:
The device was returned to the MFR for repair. The service records indicate that the device has not been in for service since purchased in 2008. The inspection found that the device with the control blade was not flush, the motor rpms were low and out of spec. In addition, the device was found to be out of calibration. The cause of the reported complaint is likely a failing motor, and the blade out of alignment with the control bar. These are likely due to a lack of preventative maintenance. This is a re-usable device, subject to normal wear and tear. The zimmer air dermatome should be retuned every 12 months and the hose every 6 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer air dermatome was not taking an even thickness of skin. There was no report of injury or medical intervention associated with the incident.